Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(6) 2018 maquet (B)(4) became aware of an incident with one of surgical lights- volista. As it was stated, the crack occurred on the fork. The issue occurred before any procedure however we decided to report the issue in abundance of caution as any particle falling might be a source of contamination. (B)(4).

Manufacturer narrative:
(B)(4). Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. The data in section h10 was corrected based on the additional information received. The information provided in the complaint as well as information newly received to date were reviewed. It was confirmed that the device had been released for use to an external customer before the reported case took place. Therefore the issue fulfils the definition of a customer product complaint, as well as carries the potential of an adverse event that could have exposed any customer to harm. It was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification. We have no information regarding the exact time when the defect first appeared or if it was being used for patient treatment in the time when the event occurred. Further information, regarding the root cause, remains the same as already submitted.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4). On 7th september, 2018 maquet (B)(4) became aware of the issue with one of the surgical light- volista standop. As it was stated, there were cracks in the paint observed, specifically on the bracket of the fork. Based on the initial information received in the system it was decided that the issue should be considered as safety related and is to be reported to the competent authority based on the potential and in abundance of caution, as any particle falling from the device into the sterile field might be a source of contamination. However, after receiving additional information from the sales and service unit it was established that the light was used internally as a demo device that was installed in the company¿s ssu unit in (B)(4) has never been released for usage of an external customer. The decision regarding reportability of this particular issue was revised. According to this new information received, the issue raised is no longer seen as fulfilling a definition of a customer product complaint, or an adverse event that could have exposed any customer to harm, thus it is not falling under the vigilance reporting requirements. Nevertheless, an investigation into the issue was performed by maquet (B)(4) and based on the conclusions the most probable root cause of the crack occurrence was established as the detachment of the bonded parts of fork. It was established that the cracks were located only on the outer coating and there was no impact to the internal structure of the fork assembly. The breaks on the coating correspond to the excessive gap between two mechanical parts under the outer material. CAPA (B)(4) and the design change request (B)(4) have been launched by manufacturing site in order to improve the assembling method for the brackets by welding instead of glue-bonding the parts. The welded brackets have been available since the beginning of 2017.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4), the issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).